Event description:
Complainant alleged that the medics responded to a call for a patient (age unknown), who was in cardiac arrest condition. The medics administered four shocks to the patient, and then administered six more shocks to the patient. The medics then attempted to defibrillate the patient an eleventh time, but the device did not charge to the joule setting of 200 joules, but stopped charging when the energy level reached 50 joules, and then displayted a "defib fault 78" message. The medics then powered the device off, and obtained a second device and continued patient treatment. Twenty minutes later the medics powered the device on, and the screen displayed a "defib fault 79" message. The complainant indicated that there was no adverse effect on the patient as a result of the reported malfunction.